Event description:
Scrub nurse mixed simplex cement and loaded it into cartridge. The batch had set prior to being used. Therefore, the nurse had to mix a second batch and load another cartridge. This worked without fail and the procedure continued without a significant delay.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection and functional testing was completed on the three retain samples of this lot. The results were satisfactory and within specification. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples of the reported lot code tau002 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
Scrub nurse mixed simplex cement and loaded it into cartridge. The batch had set prior to being used. Therefore, the nurse had to mix a second batch and load another cartridge. This worked without fail and the procedure continued without a significant delay.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. (B)(4): not returned to manufacturer.